Manufacturer narrative:
The manufacturer received the valve in question and performed a gross examination. The results showed the returned valve prosthesis was received with remarkable pannus presence both on the inflow and outflow side. The valve is currently pending a visual inspection. Once the investigation is completed a conclusion and results will be reported.

Event description:
On (B)(6) 2014 a perceval pvs21 was implanted via mini thoracotomy in the 2nd intercostal space. No paraprosthetic or intraprosthetic leakage was detected post-operation. On (B)(6) 2018 the patient received a re-operation due to severe stenosis, central leakage and high gradients. The perceval pvs21 was explanted. During the procedure no valve calcification was observed. However, presence of pannus on the ventricular side was observed. The valve was replaced with a bicarbon 19mm mechanical valve.

Manufacturer narrative:
A complete manufacturing and material records review for the device was been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. A visual examination of the valve revealed a deformed prosthesis due to fibrous pannus on both prosthetic sides and due to small intrinsic calcifications in all leaflets. X-rays of the subject valve showed small intrinsic calcifications near the posts of all leaflets. A histopathological review of the valve was performed. Pannus overgrowth observed in this valve affected leaflets movement and caused valve stenosis. Small intrinsic calcifications were detected in all leaflets. Slightly aortic insufficiency likely resulted from inadequate leaflet coaptation caused by fibrous pannus. There was no evidence of endocarditis in the returned valve. It is possible that the patient¿s clinical conditions and risk factors may have contributed to the severe aortic valve stenosis observed in this perceval s valve. Based on the investigation results the root cause of the event is due to known risk of procedure leading to structural valve deterioration.